Event description:
It was reported that the customer was trying to change the insulin. Customer was stuck in rewind/prime and was assisted to successfully get out of the loop. Customer did not treat for high blood glucose level incident. Customer insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.